Event description:
It was reported that during a laparoscopic esophagectomy procedure, inserted gun and proceeded to close and fire as usual. No crunch was heard. Removed gun and examined patient, staples were not formed at all. Completed procedure by opening patient (this was not as a direct result of the gun, as patient would have been opened anyway) hand sewing. Procedure prolonged 30 minutes.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.